Manufacturer narrative:
Philips service returned the device to use with monitoring. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the startup sequence issue; possible emergency button shutdown on a allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.